Manufacturer narrative:
This medwatch is submitted to send the initial report and the result of the investigation. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Based on the product history records, the review of the case and the recurrence of this type of event for this implant, the root cause of the event is mishandling during the instruments preparation . Indeed, the reporter mentioned clearly that the anchor couldn't be deployed due to another anchoring plate jammed in the implant holder. This issue explain the reason of the non deployment of the anchoring plate. As mentioned in the instruction leaflet , inspect all instrumentation prior to use for any damage or loss of function. Inspection and trial assembly are recommended prior to surgery to determine if the instruments have been damaged during storage or prior procedures. Thus, the investigation found no evidence to indicate a device issue. Root cause: unintended user error. Device discarded by hospital.

Event description:
Roi-c : anchoring plate jammed. From information provided by the reporter on (B)(6) 2019: it was two level cervical surgery , the surgeon implanted the roi-c cage h 7mm 14x15,5 mm and when he was inserting the anchoring plate, at the moment of impacting it, the plate wasn¿t advancing. The surgeon decided to remove the implant holder and find another plate stuck in it . The scrub tech removed it and reporter opened a new set of anchoring plates to not use the same one that was impacted towards the one jammed in the slot. There was no patient impact or surgery delay . Surgery was completed with the same cage and other anchoring plates. Update received from reporter on feb. 15th 2019 : patient is in good state of health. The same cage was used, it didn't break, it was just difficult to introduce the anchoring plate and that's when the surgeon removed it to find out the reason why the plate wasn't able to advance. Cage was properly assembled with the holder. According to the reporter ther was no angulation during surgery. The surgical technique was respected for anchoring plate impaction sequence. The reason why the surgeon couldn't implant one was because there was one stuck in the holder not letting the other one advance. The patient has normal bone. No x-rays available. The issue occurred for implantation of the first anchor, c5-c6.